Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean specific components of the pump, but initially struggled to load a new cartridge. With further assistance, the customer successfully completed the cartridge load process and resumed insulin delivery.